Event description:
Reported as "random high baseline alarms, that increased in frequency to every 45-60 minutes". This occurred during use on a patient "about two hours into therapy". Troubleshooting included checking for the correct placement of the catheter via x-ray and decreasing the volume to 38cc. However the issue was not resolved. As a result, the pump was swapped out for another. No patient harm or injury. The patient status before and after the event is reported as "critical".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of high baseline alarms is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "random high baseline alarms, that increased in frequency to every 45-60 minutes". This occurred during use on a patient "about two hours into therapy". Troubleshooting included checking for the correct placement of the catheter via x-ray and decreasing the volume to 38cc. However the issue was not resolved. As a result, the pump was swapped out for another. No patient harm or injury. The patient status before and after the event is reported as "critical".